Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 50 mg/dl. The customer did not experienced any symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. No further patient complications were reported. The insulin pump will not be returned for analysis.